Event description:
It was reported that 5 bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: prior to use the customer observed brownish discoloration to the tubing. The tubing is still transparent but has a brownish tint.

Manufacturer narrative:
Medical device brand name: bd maxzero multi-fuse pressure rated extension set with needleless connector(s). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075813, medical device expiration date: 23-jul-2023, device manufacture date: 06-jul-2020. Medical device lot #: 20106826, medical device expiration date: 23-oct-2023, device manufacture date: 23-oct-2020. Investigation summary: five samples were submitted for quality investigation. The customer complaint of cosmetic issues -discolored was verified by visual inspection. Evaluation of the samples submitted indicates that the tubing of the extension set assembly looks to have a dark yellow like tint. The samples are in unopened packaging and unused. A device history record review for model mz5305 lot number 20075813 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5305 lot number 20106826 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the discoloration of the tubing is the sterilization of the assembly. The sterilization process can cause a tinting to appear in the tubing of the assembly. This darkening of the tube increases over time and the tubing can appear dark yellow or dark brown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.